Event description:
It was reported that the handheld computer was not working reliably and that it stopped working while interrogating patients. The return of the suspect device is expected but it has not been received to date.

Event description:
The suspect computer was received by the manufacturer. Analysis of the device is underway, but it has not been completed to date.

Event description:
Review of manufacturing records confirmed all tests passed for the device prior to distribution. An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.